Event description:
Respiratory therapy went to grab a new anchorfast to change out on a patient. When grabbing the new device, it was visible that the left cheek pad adhesion was shifted and not fully attached. The device was pulled and the lot number is 6a232. Manufacturer response for endotracheal tube holder, anchor fast (per site reporter).